Event description:
Procedure: colon resection. According to the reporter: the shape of the staple was malformed after firing. A replacement was used to finish the procedure.

Manufacturer narrative:
(B)(4).